Event description:
It was reported that during an oral surgery, the head of the bur broke when it contacted the bone. It was also reported that the there were no adverse consequences or medical intervention required as a result of this event. It was further reported that there was no delay and another bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.